Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 800 mg/dl. The mother stated that the daily totals did not match with the insulin that the customer received. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime and high pressure tests. The bolus history revealed only one bolus delivery on (B)(6). The mother stated that there should be more boluses in the history for that day. The mother stated that she had to treat him with manual injections that day, but it had no impact as it was too late to treat, and his blood glucose was already very elevated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.